Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have the jaw cover torn. The tears measured roughly 0.2730" x 0.1260". Visual inspection displayed missing fragments. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the sheath over the tip of the jaws cracked when doctor tried opening and closing synchroseal jaws. The procedure was completing as planned with no reported injury.